Event description:
The customer contacted physio-control to report that their device would not recognize a connection through its therapy cable. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was contacted numerous times to approve the suggested repairs, but no response appears to be forthcoming. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and was unable to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not recognize a connection through its therapy cable. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.